Event description:
The customer observed an increase frequency of initial reactive rates with the architect hepatitis b surface antigen assay. The customer states upon re-assay, the samples re-tested negative. Further investigation of the issue determined the issue occurred when the analyzer's trigger solution and lot of reaction vessels (rv?s) changed. The customer had changed the sampling probe, checked for air bubbles, the trigger and pre-trigger solutions and valves, cracks, leaks and loose connections in the pre-trigger line, but no problem was found. The issue was temporarily resolved when the customer performed troubleshooting procedures. The customer was advised to change the lot of rv's, however, the issue persisted. Patient results were not reported out of the lab, and there was no impact to patient management.

Event description:
Alleged the head section will not lower.

Manufacturer narrative:
(B)(4), suspect medical device, catalog number: the initial report was sent with the incorrect catalog number, 3m74-01. The correct catalog number is 7c15-01, which has been corrected in this follow up report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.